Event description:
Description from mw5162137 voluntary user report: prior to patient: probe was tested under the calibration process and appeared to be in working order. All sensors were green which indicated all sensors were working properly. Probe inserted into nare without difficulty. Data reflected on screen showed that probe needed inserted more and that there was possible coiling. Pulled probe out approximately 6 cm (in order to fix possible coiling) and then advanced probe. Patient tolerated well. Still did not see accurate data on the monitor (needed advanced more to see the outflow portion of the swallow). Sat patient up to attempt better placement again. Pulled probe out approximately halfway and patient pointed to mouth (probe was now coiled in her mouth after some mild coughing/gagging). It was decided to completely remove the probe in order to try a second attempt. Once probe was removed it was immediately noticed that it was broken. Patient tolerated well. No visible bleeding from mouth/nares. Small amount of blood was noted on probe.

Manufacturer narrative:
The user facility did contact the manufacturer on 29 october 2024 prior to filing a medwatch report with FDA (mw5162137). However, because the malfunction reported by the user facility did not meet the criteria for mandatory reporting, the manufacturer did not file a report with FDA at that time. This report is in response to the user facility report sent to the FDA and received by the manufacturer from FDA on 29 november 2024. The user facility report reported: prior to patient: probe was tested under the calibration process and appeared to be in working order. All sensors were green which indicated all sensors were working properly. Probe inserted into nare without difficulty. Data reflected on screen showed that probe needed inserted more and that there was possible coiling. Pulled probe out approximately 6 cm (in order to fix possible coiling) and then advanced probe. Patient tolerated well. Still did not see accurate data on the monitor (needed advanced more to see the outflow portion of the swallow). Sat patient up to attempt better placement again. Pulled probe out approximately halfway and patient pointed to mouth (probe was now coiled in her mouth after some mild coughing/gagging). It was decided to completely remove the probe in order to try a second attempt. Once probe was removed it was immediately noticed that it was broken. Patient tolerated well. No visible bleeding from mouth/nares. Small amount of blood was noted on probe. The manufacturer investigated this complaint and determined it did not meet the threshold for reportability because an adverse event had not occurred and the product malfunction could not cause or contribute to a serious injury. The product design has redundant systems to secure the tip in the event of breakage to prevent separation. While this breakage may cause minor irritation of the gi tract, it will not cause or contribute to a serious patient injury. Diversatek healthcare has determined that there are no new safety or efficacy issues as a result of this event and therefore, no further action will be taken.